Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut gum, took skin off gum inside mouth [gingival injury], it broke in my mouth cut gum, took skin off gum inside mouth - oral-b crossaction brushhead [injury associated with device], brush head broke in mouth, metal pin fell out in mouth [device breakage]. Case description: an adult female consumer reported spontaneously via chat on 15-feb-2018 that she put a new oral-b power oral care refill crossaction on her oral-b rechargeable toothbrush, version unknown last week in (B)(6) 2018, and on (B)(6) 2018 the brush head broke in her mouth and cut all her gum open; the metal pin fell out in her mouth, which she spit out and it went down the sink. The consumer elaborated that she was okay now, it had just taken the skin off her gum. She stated that the brush heads were from a pack of 8, and this was not the first time she had used this particular version of brush head. No medical attention was sought. The case outcome was recovered. Relevant history: none reported. No further information was provided.

Event description:
Cut gum, took skin off gum inside mouth [gingival injury]. It broke in my mouth cut gum, took skin off gum inside mouth - oral-b crossaction brushhead [injury associated with device]. Brush head broke in mouth, metal pin fell out in mouth [device breakage]. Product counterfeit [product counterfeit]. Case description: an adult female consumer reported spontaneously via chat on 15-feb-2018 that she put a new oral-b power oral care refill crossaction on her oral-b rechargeable toothbrush, version unknown last week in feb-2018, and on 14-feb-2018 the brush head broke in her mouth and cut all her gum open; the metal pin fell out in her mouth, which she spit out and it went down the sink. The consumer elaborated that she was okay now, it had just taken the skin off her gum. She stated that the brush heads were from a pack of 8, and this was not the first time she had used this particular version of brush head. No medical attention was sought. The case outcome was recovered. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
06-apr-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2018. Toothbrush heads confirmed to be counterfeit.